Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy/ bilateral salpingo oophorectomy, cystoscopy, and excision of a previous skin scar due tto symptomatic uterine fibroids, and previous keloid scar.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. The patient underwent mesh removal/revision on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information.